Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 273, 228, 268 and 209 mg/dl. The customer's expected fasting blood glucose test result range is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 226 and 224 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that she just started to use this meter on (B)(6) 2017 and she is getting high blood sugar. Customer states that she went to her doctor and her health coach and was advice to contact us for a replacement meter. Customer went to the doctors to make sure the meter is working properly. Customer states that they ran a blood test at the doctor's office and got a fasting result of 86 mg/dl. Customer states that her normal glucose range is 140 mg/dl. Check meters memory and the time and date is not set correctly. Customer tests 6 times a day and is taking insulin.